Event description:
It was reported that the device main keypad had an intermittent operation while attempting to power on and off the device. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the replacement keypad information. Follow up with the reporter confirmed that the customer replaced the main keypad assembly to resolve the issue. The device has been repaired and returned to service for use. The device or removed part was not returned to physio-control for analysis.